Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported that during a diagnostic upper endoscopy procedure, the gastrointestinal videoscope presented with a lateral noise that entered the octagonal screen of the endoscope during the procedure and displayed error code e311 (white balance not set). The endoscope screen had appeared and disappeared. There was a possibility that the contact on the scope cable was poor, so the user tried disconnecting and reconnecting the cable, but the issue did not improve. Therefore, when checked using a simple water leakage checker, it was found that air and water leakage bubbles were coming out of the scope connector stopper, and there was a gap. The procedure was cancelled. The customer confirmed there was no health hazard to the patient.

Event description:
Additional information was received from the customer. The procedure was for a screening test with no health hazard for the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, water intrusion inside the scope likely caused moisture to attach to the circuit board of the electrical circuit board. As a result, a conduction abnormality such as a short circuit occurred. In addition, external stress likely caused the connecting section of the parts to break affecting the weather tightness of the device. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.